Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found: read these instructions completely prior to use. If too much resistance is encountered advancing the knot, use the smith & nephew knot pusher/suture cutter a review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned without the suture and anchors. The device appears as manufacturer intended. The deployment needle is in the t1 pre-deployment position indicating the device has actuated t2 and returned to t1 position. The spline tube has been damaged. A visual inspection of anchors and suture cannot be performed as it is not with device. A functional evaluation revealed the device could not be functioned. The actuator is stuck in the most proximal position. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the surgery the fast fix t2 pulled out post deployment. No delay or other complications were reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.